Manufacturer narrative:
The device was not evaluated by physio-control. A third party agent evaluated the device and verified the reported failure. The system controller pcb assembly and the user interface pcb assembly were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
The removed user interface pcb and system controller pcb assemblies were returned to physio-control failure analysis center for evaluation. It was observed that a transformer designator t1 located on that system controller assembly had no output. This caused the system controller pcb to have no isolated power supply voltage. This also caused the therapy cable leads to be off. The cause of the reported issue was due to a transformer designator t1 located on the system controller pcb.

Manufacturer narrative:
The initial medwatch report indicates: it was reported that the device did not switch on. There was no patient use associated with the reported event. The initial medwatch report should indicate: it was reported that after switching on the device, the service indicator illuminated. Therefore the customer decided to return the device for service. Further to evaluation, it was observed that the device stopped during the self-test and was not able to provide defibrillation therapy. There was no patient use associated with the reported event. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device did not switch on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.